Manufacturer narrative:
The observed side rail damage (lower arm broken off) and review of the post market surveillance data suggest that the most probable cause might have been caused by an excessive external force applied to the side rail. According to citadel plus instruction for use (IFU, 831.374-en rev. 12): side rails should be checked by the caregiver daily. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. There was no indication of patient involvement during the incident. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall.

Event description:
Arjo was informed about side rail detachment from bed frame. Lower arm was broken off, upper arms were still attached. The circumstances in which damage to the side rail occurred are not known. There was no injury.